Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non bsc right ventricular (rv) lead has been showing high, out of range (oor) pacing impedances. The values appear unstable from normal values to sudden jumps in oor values. There is an alert for ventricular-tachy mode set to value other than monitor + therapy. Also, at the presenting electrogram, atrial blanking was observed, leading to additional device pacing. The ICD has been explanted at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non bsc right ventricular (rv) lead has been showing high, out of range (oor) pacing impedances. The values appear unstable from normal values to sudden jumps in oor values. There is an alert for ventricular-tachy mode set to value other than monitor + therapy. Also, at the presenting electrogram, atrial blanking was observed, leading to additional device pacing. The ICD has been explanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non bsc right ventricular (rv) lead has been showing high, out of range (oor) pacing impedances. The values appear unstable from normal values to sudden jumps in oor values. There is an alert for ventricular-tachy mode set to value other than monitor + therapy. Also, at the presenting electrogram, atrial blanking was observed, leading to additional device pacing. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non bsc right ventricular (rv) lead has been showing high, out of range (oor) pacing impedances. The values appear unstable from normal values to sudden jumps in oor values. There is an alert for ventricular-tachy mode set to value other than monitor + therapy. Also, at the presenting electrogram, atrial blanking was observed, leading to additional device pacing. The ICD has been explanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non bsc right ventricular (rv) lead has been showing high, out of range (oor) pacing impedances. The values appear unstable from normal values to sudden jumps in oor values. There is an alert for ventricular-tachy mode set to value other than monitor + therapy. Also, at the presenting electrogram, atrial blanking was observed, leading to additional device pacing. The ICD has been explanted at this time and has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a non bsc right ventricular (rv) lead has been showing high, out of range (oor) pacing impedances. The values appear unstable from normal values to sudden jumps in oor values. There is an alert for ventricular-tachy mode set to value other than monitor + therapy. Also, at the presenting electrogram, atrial blanking was observed, leading to additional device pacing. The ICD has been explanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.